Event description:
It was reported that a folfusor leaked. This occurred during storage, after the device was filled with fluorouracil and before patient use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The catalog number is unknown, but it is was reported to be one of the following: d2c4704k, d2c4087k, d2c4009k, or d2c4705k. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.